Manufacturer narrative:
(B)(4). This report addresses the fracture of the ziv6-35-80-8-40 (zilver 635) device. Incident meets criteria of an FDA MDR report based on the reporting precedence established for this product family for 'stent fracture'. A document based investigation was carried out as the device involved was not available for evaluation. The stent was implanted and remained in the patient. It may be noted that the following additional information was provided by the complaint originator "the physician states that both blood clots which blocked the blood flow in the back knee and subsequent thrombolysis were not related to ptx devices". Moreover, the physician provided the following information: "a cause of death is not related to cook's devices at all. In my point of view, the event that the ziv6 was broken was due to a procedural matter and the ansel and zilver stents were not defective." Based on the above information, thrombosis and patient death are excluded from the scope of this investigation. The investigation below, addresses the stent fracture of the ziv6-35-80-8-40 device. Images relating to this event were received and reviewed as follows: "it is unlikely that the post stent angioplasty balloon entrapment was related to the subsequent stent fracture and fragment displacement. The balloon entrapment could have only occurred in the mid-stent while the fragment originated from the proximal stent end. The stent fracture could have only occurred from guide wire transgression of the stent interstices. This was facilitated by lack of wall apposition by the proximal stent, use of a non-j-wire, and vessel tortuosity. A j-wire such as a rosen eliminates inadvertent stent transgression. The fractured fragment did not include the entire stent circumference. Consequently the fragment could not circumferentially conform to the zilver lumen to which it was displaced. Event if crushed to one side as it was by the angioplasty balloon, it would have eventually re-expanded into the lumen. The risk of balloon entrapment is lessened, but not eliminated, by pre-stenting lesion angioplasty. The use of a long sheath, typically a 25cm sheath for an ipsilateral iliac stent, greatly reduces stent deformity in the event of balloon entrapment. The long sheath can recover an entrapped balloon without having to move the balloon." Based on the images provided, the customer complaint was confirmed as stent fracture was observed. It is unlikely that a balloon device for the post-dilation was caught on the ziv6 stent and caused stent fracture. The stent fracture occurred from guide wire transgression of the stent interstices. This was facilitated by lack of wall apposition by the proximal stent, use of a non-j-wire and vessel tortuosity. However, as the conditions of use cannot be replicated in the laboratory setting a definitive cause of this event cannot be determined. It was noted that the procedure was conducted without pre-dilation. Prior to distribution all zilver 635 vascular stents systems are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This report addresses the fracture of the ziv6-35-80-8-40 (zilver 635) device. On (B)(6) 2014, one zilver 635 stent (ziv6-35-80-8-40/cf793178) was placed in the left cia. Since the procedure was conducted without pre-dilation, post-dilation was performed. However, a balloon device for the post-dilation caught on the ziv6 stent and the stent looked like being deformed. During a separate procedure on the (B)(6) 2014 the physician was placing three zilver ptx stents in the right sfa with bi-directional approach. During the procedure, radifocus (by terumo) and an angio catheter were advanced through the mesh of the deformed zilver635 placed on the (B)(6) 2014. It was when the physician first noticed that the zilver635 was damaged. After cross-over approach was made with the angio catheter the physician changed to a cook ansel sheath. The physician was advancing delivery systems of three zilver ptx stents through the ansel sheath. When the ansel was passing through the mesh of the zilver 365 placed on the (B)(6) 2014 it broke the zilver 635. A segment of the zilver 365 stent was delivered to the right cfa by being pushed by the ansel sheath. The physician thought it would be impossible to retrieve the segment so the physician advanced the separated segment to the sfa and pushed towards a zilver ptx stent with a balloon to prevent the fractured segment of the zilver 365 stent from migrating. The procedure was finished. On the (B)(6) 2014 it was confirmed that the piece of zilver 365 stent pushed to the sfa still remained stuck to the ptx. No flow in the back knee was confirmed due to travelled blood clots. (Thrombotic occlusion had been originally observed.) Thrombolysis was performed and blood flow in the back knee was revived. The physician confirmed that both the blood clots and subsequent thrombolysis were not related to any cook devices. The patient died on (B)(6) 2014 due to unknown cause which was not related to a cook device.